Event description:
The complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no pt involvement in the reported malfunction.